Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v000064, implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: lead.

Event description:
The patient reported that the reason for replacement was that the lead was pushing up against the spinal cord. She kept saying that something was wrong. The patient's indication(s) for use were urinary dysfunction and sacral nerve stimulation.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.